Manufacturer narrative:
Investigation of the product could not be pursued due to the customer not being able to provide a lot number. The event occurred over 2 years ago and the information is no longer available. Testing of product could not be performed due to the product being withdrawn from the market and all existing product having expired in july 2017. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
It was reported that on an unspecified date, the patient presented to the hospital for bloodwork and received a lab draw result of 1.6. The patient was prescribed to take a dose of his warfarin/coumadin prescription. When the patient reached home, prior to taking the prescribed medication dose, he tested himself on the inratio2 monitor and received a result of 2.8. The patient's therapeutic range was reported to be 2.0-3.0. No adverse outcomes were reported. Troubleshooting was not performed as the inratio monitoring system was recalled in july 2016. Patient was informed of the recall and that the monitoring system should no longer be used.